Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported by the customer that during the procedure the patient was intubated in supine position with an pulse ox reading of 100%. The patient was then moved to prone position and unit showed an initial reading of 89% then proceeds to drop to 76%. The customer stated he then listened for bilateral breath sounds, thinking patient was experiencing bronchospasm and administered albuterol while troubleshooting. A bronchoscope was then placed in position as the unit still showed a low reading in the 70's. The patient was returned to supine position for a stat arterial abg stick. The abg results was approximately po2 of 500 and so2 of 100%. The customer then requested for a second unit and it showed a saturation of 100% with the same heart rate of the second unit which was displaying 76%.